Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture in the distal common bile duct due to pancreatic cancer. Reportedly, the stricture was tight and the lesion had not been dilated prior to the stent placement. During the procedure, when the stent was advanced into the desired location, the physician used an elevator at the duodenoscope to press the last 2 cm of the stent to correct the position. The nurse attempted to release the stent but a high resistance was met which made the nurse to pull the outer sheath harder to release the stent; however, the stent was not able to be released. The stent was removed from the patient and noted a cracked in the outer sheath. According to the complainant, the cracked might have caused by the doctor when he open and close the elevator when the nurse was pulling hard to release the stent. The procedure was completed with an advanix stent device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the stent is partially deployed.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 5 mm. The distal handle was partially retracted and the inner lumen was exiting at the guidewire access port and kinked. During analysis the distal handle was moved distally to its original position and when it was retracted the inner exited the guidewire access port. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. No issues were noted with the stent and the inner was kinked where it had exited at the guidewire access port. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. This root cause is assigned as damage noted to the returned device is consistent with excessive tensile force having been applied. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.